Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed a dim and pink display. Unrelated to the complaint, the bolus button cover was also found to be missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and pink display. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.